Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced on and off readings and sensor errors and then the cgm displayed low. The patient self-treated by eating an unspecified amount of food, however the cgm continued to display low. Bg was performed which was 400 mg/dl. At the time of the call no symptoms were provided, and the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.